Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer changed the battery and received another motor error alarm. Blood glucose value was 480 mg/dl; treated with manual injections. The drive support cap is recessed. The device was not exposed to a magnetic field. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.